Event description:
Patient was revised to address loosening of the asr cup. Update: (B)(6) 2011 - revision operative report received. It is noted that there was a tissue reaction secondary to metallosis that was encountered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.